Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to suspected perforation. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).